Event description:
It was reported the patient¿s implant site was sore. The soreness started the day prior to call. The patient was using a tens machine with paddles both above and below the implant site. The tens machines was being used for a pinched nerve. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v368682, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).